Manufacturer narrative:
Device was used for treatment, not diagnosis. Sukul, d., johannes, e. And marti, r. (1990). Corticocancellous grafting and an ao/asif lag screw for nonunion of the scaphoid. J bone joint surg, 72-b, 835-838. This report is for an unknown ao / asif lag screw / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, sukul, d., johannes, e. And marti, r. (1990). Corticocancellous grafting and an ao/asif lag screw for nonunion of the scaphoid. J bone joint surg, 72-b, 835-838. The authors evaluated the results of corticocancellous bone grafting with ao (association for the study of internal fixation) / asif (association for the study of internal fixation ) lag screw fixation. Seven females and 35 males ranging in age from 18 to 54 years (mean, 27.8 years) were treated. Clinical and radiographic follow-up ranged from 12 to 120 months and consisted of pain, wrist mobility, grip strength, functional capacity and radiographic testing. Serious injury results included nonunion (four patients); permanent lesion of the sensory branch of the superficial radial nerve (two patients); pain with heavy work (16 patients); pain with movement (three patients); pain at rest (four); moderate functional loss and mildly limited use with loss of flexion or extension between 15 and 30 degrees; and severe functional loss and limited use with loss of extension or flexion greater than 30 degrees (five patients). This is report 1 of 1 for (B)(4). This report is for an unknown ao / asif lag screw.